Event description:
Customer reporting 2 false positive sars results (each event will be reported separately). Customer communicated on 3rd retest with quidel qv they received a negative result (same day). The result was confirmed negative by pcr and another rapid antigen test.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.